Event description:
The lens was damaged upon implantation. The lens was removed in pieces, though there was no patient injury. The nurse at the facility commented that the lens injector had been used multiple times because their stock is on back order.